Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on system power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that an error message, communication failed, hit fast stop, kept repeating. This would result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.